Event description:
It was reported that during initial training and attempt to go bionic, the ilet repeatedly displayed alert 57 and alert 61 despite multiple restarts, and the user was instructed to discontinue use and transition to back-up therapy while a replacement was arranged. Symptoms included hyperglycemia with a reported blood glucose of 222 mg/dl and no associated acute clinical effects. Outcomes included temporary interruption of device therapy and use of back-up therapy. Investigation included customer service troubleshooting and receipt and inspection of the returned device. The investigation revealed a device malfunction related to the pump¿s internal memory function that triggered recurring system reset alarms, along with a persistent software runtime error that was not resolved by power cycling. Based on these findings, it was concluded that the device experienced a malfunction involving both hardware failure and a software-related error, and the device was subsequently replaced.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.